Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product - pn: us157850 ln: 058390 m2a-magnum pf cup 50od, pn: 103203 ln: 603900 taperloc por fmrl 9x13, pn: 139254 ln: 244070 m2a-magnum 42-50mm tpr. (B)(4).

Event description:
Legal counsel for patient reported bilateral hip revisions due to patient allegations of personal injury. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative records reported left hip revision approximately six years post-implantation due to popping, pain, fluid, and ilopsoas tendinitis. During the revision, grayish brownish synovitis, fluid consistent with metal-on-metal hypersensitivity, and mild osteolysis around acetabular edge were noted. The modular head removed and replaced and a bearing was implanted.

Event description:
Legal counsel for patient reported that the patient underwent total hip arthroplasty and further reports patient allegations of personal injury. A review of invoice history revealed that total hip arthroplasty procedures for this patient took place on (B)(6) 2005 and (B)(6) 2009. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions" and number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 1 also states, "implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015- 01290 / 01291).